Event description:
It was reported that silicone in the insulin vial was drawn into the bd veo¿ insulin syringe with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "consumer reported finding syringes placed into her novolog and levimer to place silicone in her sons insulin vials. She sent the vials back to novo for evaluation. And was informed this is common from novo. But not harmful."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned 2 sealed (20) syringe 0.3ml 31ga 6mm polybags from the lot# 2227420. It was reported by the consumer that the syringes placed into her novolog and levimer placed silicone in insulin vials. The (20) return samples from lot# 2227420 were visually inspected and no issues were observed. The syringes were inspected via gauge to ensure correct placement of the graduation markings and observed the return samples found to be within permitted specifications. A review of the device history record was completed for batch# 2227420. All inspections and challenges were performed per the applicable operations qc specifications there were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that silicone in the insulin vial was drawn into the bd veo¿ insulin syringe with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "consumer reported finding syringes placed into her novolog and levimer to place silicone in her sons insulin vials. She sent the vials back to novo for evaluation. And was informed this is common from novo. But not harmful."

Manufacturer narrative:
H6: investigation summary : no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2227420. All inspections and challenges were performed per the applicable operations qc specification.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that silicone in the insulin vial was drawn into the bd veo¿ insulin syringe with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "consumer reported finding syringes placed into her novolog and levimer to place silicone in her sons insulin vials. She sent the vials back to novo for evaluation. And was informed this is common from novo. But not harmful."